Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, device broke during use on a patient. The jaw's "white cover" disengaged from the instrument and it fell into patient's cavity and was retrieved. There was no patient injury.